Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va0hg6n, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient was "hurting" and could not urinate. On the morning on the day of the report, the patient went to the bathroom 3 times but then "felt like she had to pee and could not go." The patient reportedly had to use a catheter. Additionally, the patient experienced pain in the lower back. The pain started on the right side, moved to the left, and then met somewhere around the lower back. No falls were reported. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor. Additional information received from the healthcare provider (hcp) reported the patient had greater than fifty percent symptom reduction. Reprogramming was not needed as the patient had noted improvement.